Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) the electrode exhibited high shock impedances out of range when it was connected to this device. The technical services (ts) recommended to check the connection for set screw/under insertion and to consider a synch shock. The physician indicated that the system was left implanted, nonetheless, therapy was turned off and the patient has a life vest. The plan was to bring the patient back to the clinic to remove the s-ICD and place transvenous system. Furthermore, the field representative suspected there was no issue with the electrode. The patient was seeing in the clinic, and it was unable to run either auto or manual setup. The impedance was above 400 ohms in both configurations. The field representative suspected a connection issue, not a fracture and it was recommended checking the connection before the system explant. Additionally, the technical services (ts) suggested getting a close up x ray of the header to assess connection. This s-ICD remains in service. No adverse patient effects were reported.